Manufacturer narrative:
MDR 1219913-2020-00519 was filed on november 04, 2020. December 14, 2020 additional information: advia centaur xpt sars-cov-2 total (cov2t) lot 035 patient samples resulted reactive and non-reactive with alternate method. The patients had no symptoms. The draw date information was not provided. There is no pcr information available. Blood samples collected <14 days from initial positive pcr, patient may not have antibodies yet. It is recommended a sample be drawn later in infection and tested. Blood samples collected >14 days from initial positive pcr additional information is needed. In this case, limited information was available. There is not an expectation the siemens cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. Based on the information provided, no product problem identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The quality control (qc) results were within the range. Tube type: dry tube with gel bd. Sample type serum. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) results for samples from five patients. The reactive (positive) results were considered discordant with the negative results from alternate method at a different site. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.